Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) leads dislodged. The patient had had an ablation procedure a few months after the implant. The patient also complained of the device "moving around" in the pocket. Both leads were explanted and replaced. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal electrode was covered in blood. There was apparent explant damage.

Manufacturer narrative:
(B)(4)